Event description:
The customer stated that when he opened a new carton of test strips, the cap on the bottle was open. He peformed normal control tests using the strips and stated the results were out of range, although actual values were not provided. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent.